Event description:
Patient had competitor acetabular implants with depuy femoral components. She was revised to address poly wear, broken cup locking mechanism and shell, cup loosening, poly disassociation, metallosis, osteolysis, pain, and chronic dislocation. Infection was also reported.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event with the information available, however, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.